Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records indicate patient experienced multiple dislocations and disassociation. Patient revised. Medical records indicated during revision: pseudotumor, hematoma, osteolysis, and tissue damage was noted with positive frozen sections. Implant wear was also noted due disassociation of the active articulation system. Patient was placed on prolonged IV antibiotics. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient was revised for a pseudotumor, blood loss, hematoma, osteolysis, tissue damage was noted with positive frozen sections, and pain. Implant wear and dislocation was also noted due to disassociation of the active articulation system. During the procedure, it was further noted patient experienced an estimated blood loss of 1200ml and received a transfusion. The acetabular shell, head, and liner were replaced, and the patient was placed on prolonged IV antibiotics.

Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup 50odx44id, pn us157850, ln unknown , cer bioloxd option hd 28mm, pn 650-1055, ln 179850 , cer option type 1 tpr sleve -6, pn 650-1064, ln 2887399,  taperloc por lat fmrl 9x137, pn 11-103203, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03161. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised for a pseudotumor, blood loss, hematoma, osteolysis, tissue damage was noted with positive frozen sections, and pain. Implant wear was also noted due to disassociation of the active articulation system. During the procedure, it was further noted patient experienced an estimated blood loss of 1200ml and received a transfusion. The acetabular shell, head, and liner were replaced, and the patient was placed on prolonged IV antibiotics.